Manufacturer narrative:
Two of the three plcr75g reloads were returned for analysis. One of them had no damage, and had been fully fired. The other reload had staples stuck in the knife's garage. (The garage is the terminal location of the knife after the firing has been completed). The presence of staples in this location is an indication that the device had been fired across an existing staple line. This is the root cause of the failure to transect tissue, as the staples intervening between the knife and the tissue effectively blunted the cutting action of the knife. The root cause of the failure of the other reload to deploy formed staples is not known. The concomitant devices (plc75 and idrivec) were also tested; they performed according to specifications.

Event description:
During a lobectomy procedure, three plcr75g reloads were fired via a plc75 stapler and an idrivec delivery system. The result was that the first 2 reloads properly deployed staples, but did not appear to have transected the tissue. The third plcr75g reload transected tissue, but the staples were not formed. The staple line was oversewn with sutures.